Manufacturer narrative:
Pt info: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number, (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code (B)(4). An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a sensar ar40e intraocular lens (iol) with a defect in one of its haptics during implantation. There was an issue of instability and decentration. Iol was explanted and replaced by another lens. No further information was provided.

Manufacturer narrative:
Additional narrative: further information was provided and reported patient's date of birth, gender, weight, race, ethnicity, and affected eye reported as left eye. The following sections have been updated accordingly: section a2. Age: 66 year(s). Section a2. Date of birth: (B)(6) section a3. Gender: male. Section a4. Patient weight: 82kg. Section a5. Ethnicity: hispanic/latino. Section a5. Race: customer indicated brown. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on dec 04, 2023. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received for evaluation. The lens was visually inspected under magnification. The lens was observed to be coated in viscoelastic residue. The lens was cleaned, and scratches were observed on the surface of the lens, and the haptic was observed to be bent. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.